Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the surgeon went to fire the device on the cystic duct. Upon firing the clips, it was deployed and the distal ends of the clip crossed over and did not form properly. This occurred a second time and clip ended up rupturing the cystic duct. There were no adverse consequences to the patient.